Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the outer insulation was damaged at 23.3 cm - 2.3.5 cm and 23.4 cm - 23.5 cm and the outer coil fractured at 23.4 cm from connector pin as a result of clavicular crush. The inner insulation was damaged at the fracture site causing a short circuit.